Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient reporting tubing was leaking on the pump side of the luer lock and it's been leaking between where the smaller tubing goes into the thicker connector portion on the pump side of the luer lock. Patient was instructed to power down the pump, and reach out to the faclity. Device operator was the patient. Medication being infused was unknown. No patient injury was reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.